Event description:
The customer tested her blood glucose using her breeze2 meter and received readings between 300-400 mg/dl. She retested using another meter and received readings between 100-200 mg/dl. Depending on the actual readings, the differences between the readings could fall in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips were sent to the customer.